Event description:
It was reported that a diagnostic anomaly resulting in an incorrect longevity measurement was observed on the device following an magnetic resonance imaging scan. No intervention was required to resolve the event. The patient was in stable condition and will continue to be monitored.